Event description:
Technical services received a call on (B)(6) 2011. Caller stated that the patient had high lv thresholds upon follow up. This lv lead was already programmed to near max outputs (6 volts). The physician will see the patient about either reseating the lv lead or placing another lead. No additional information is available. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).